Event description:
Event desc: newborn patient had a prenatally diagnosed large cystic hygroma on her neck and head. The baby had a pleural effusion requiring drainage and the first fuhrman drain was placed and several hours later, it was noted as broken. The drain was re-wired and placed a new "pig tail". Second drain was noted as broken several hours later. Re-wired again this time supporting with an arm board. Third drain stayed in place until it was no longer needed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Evaluation: still under investigation.